Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Splines a-c were noted to be stretched and corrugated. In addition, electrode 1 was displaced from its original position. The catheter outer diameter measurement met specifications. The instructions for use for advisor hd grid catheters states "insert the distal tip section of catheter into an 8.5 f minimum introducer." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.